Event description:
Customer reports the softclix plus lancet will not retract. Accidental needle stick also reported while the lancet was out of the device; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical productds and therapy dates:l-thyroxine 125mcg once daily - 4 years